Event description:
The patient underwent a diagnostic procedure. The cardiologist attempted closure of the common femoral artery using the closer tsl6fr. Device. When deploying the device, the posterior cuff was not captured by the needle. The physician parked the foot, but could not remove the device. Fluoroscopy was used to visualize placement of the device. The physician continued to manipulate the device and consulted with in-house clinical specialists, however, the device could not be extracted and the patient was taken to surgery for removal of the device and arteriotomy closure.the surgeon stated that the device was caught in fatty tissue in the subcutaneous tract, anterior to the artery. As he performed the cutdown, the device came free from tissue. He closed the arteriotomy with one stitch. The patient recovered without further incident.